Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the right lower corner. This issue was identified after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h10. H4: device manufacture date ¿ the lot was manufactured between july 25, 2023 ¿ july 26, 2023. H10: the device was received for evaluation. An unaided eye visual inspection was performed, and an incomplete seal was observed at the right side seam edge of the bottom shoulder port weld area. Functional testing was performed with tap water which identified a leak at the bottom right side shoulder port weld area. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.